Event description:
The patient stated that the stimulation in the wrong location and lead movement had not yet been resolved. Their doctor was waiting on some improved labs first so the surgery had not been scheduled. The patient noted they had pain and numbness.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 03-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported since implant the therapy never worked, clarified it did not work like the trial did. Pt then said they discovered the "device paddles" (leads) had moved after pt's healthcare provider (hcp) did x-rays (due to pt not getting it to their feet) 3-4 months ago. Pt also mentioned that somedays, it is painful where the leads are along pt's spine, and they can feel and practically see the leads. Pt said they were sent to a specialist who looked at pt's back and said pt needed back surgery along with having leads redone, and they want it all in one surgery as pt is high risk. Pt then mentioned it will still be several months until they can have the surgery as they have to do tests on pt's vitamin d levels - which are low - and calcium. Pss documenting information given during the call as pt is already working with their hcp.